Event description:
The customer received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results on their e601 analyzer for one patient. The physician questioned the results stating the patient does not appear to be pregnant and wanted to know what would be interfering with the assay. The patient's samples were tested at this facility on one of two e601 analyzers, the other serial number was (B)(4) and at another facility ((B)(6)) on the e170 analyzer, serial number (B)(4). It is unknown which e601 analyzer at (B)(6) was used to perform their tests. Most of the samples are aliquoted into sample cups by the mpa. However, since the samples were run a while ago, it is not known if the testing was done from sample cups or the original tubes. On (B)(6) 2011 at (B)(6), the patient had an hcgb result of 15.1 miu/ml. On (B)(6) 2011 at (B)(6), the patient had an hcgb result of 16.2 miu/ml. On (B)(6) 2011 at (B)(6), the patient had an hcgb result of 18 miu/ml. On (B)(6) 2011 at (B)(6), the patient had an hcgb result of 20.4 miu/ml. On (B)(6) 2011 at (B)(6), the patient had an hcgb result of 24 miu/ml. On (B)(6) 2011 at (B)(6), the patient had an hcgb result of 24 miu/ml. On (B)(6) 2011 at (B)(6), the patient had an hcgb result of 26.7 miu/ml. On (B)(6) 2011 at (B)(6), the patient had an hcgb result of 25 miu/ml. On (B)(6) 2011 at (B)(6), the patient had an hcgb result of 25.1 miu/ml. On (B)(6) 2012 at (B)(6), the patient had an hcgb result of 28.27 miu/ml. On (B)(6) 2012, the patient sample from (B)(6) 2012 was sent to (B)(6) and was tested on a beckman analyzer and the result was 16 miu/ml. The sample from (B)(6) 2012 was repeated and the result was 28.73 miu/ml. The re-run date was unknown. On (B)(6) 2012 at (B)(6), the patient had an hcgb result of 27.4 miu/ml. On (B)(6) 2012 at (B)(6), the patient had an hcgb result of 22 miu/ml. On (B)(6) 2012 at (B)(6), the patient had an hcgb result of 23.6 miu/ml. On (B)(6) 2012 at (B)(6), the patient had an hcgb result of 24.3 miu/ml. On (B)(6) 2012 at (B)(6), the patient had an hcgb result of 21 miu/ml. On (B)(6) 2012 at (B)(6), the patient had an hcgb result of 22.4 miu/ml. On (B)(6) 2012, the patient sample from (B)(6) 2012 was repeated and the patient had an hcgb result of 22.6 miu/ml which was not reported outside the laboratory. On (B)(6) 2011, the patient had an endometrium biopsy performed. On (B)(6) 2012, the patient had a pelvic ultrasound and CT scan on the abdomen performed. The pelvic ultrasound was normal with no indication of pregnancy or tumors. The customer did not know if the reason for doing the endometrium biopsy was due to the hcgb results or whether the sole reason for doing the pelvic ultrasound and CT scan on the abdomen was due to the hcgb results. There were no allegations of adverse affects to the patient from this event. The hcgb reagent lot number was 16250103 and the expiration date was 07/31/2012. The customer declined a service visit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. For e601 analyzer with serial number (B)(4), refer to medwatch with (B)(6). For e170 analyzer with serial number (B)(4), refer to medwatch with (B)(6).

Manufacturer narrative:
Samples from the patient were provided for investigation. The results the customer obtained were reproduced. Negative hcg stat results verify that no intact hcg is in the serum and the patient is not likely pregnant. A positive hcg shows that hcg fragments are in the serum. No interfering substances were found. No reagent or instrument related issues were found. Calibration and quality controls were within expectations.